Manufacturer narrative:
Additional information was added to h3, h4, and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there leak of solution at the bottom right side edge area of the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml dua l-chamber eva bag was leaking from the right-side rounded bottom corner of the bag. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.